Event description:
It was reported that during preparation for a drug-eluting stenting treatment procedure, stent damage was observed. During preparation of a taxus liberte 2.5x28mm stent it was noted the stent struts on one end were bent upward. The device was not used and another of the same device was used to complete the procedure. No patient complications were reported and the patient status is reported as ok.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. No temperature issues were noted while functional testing was performed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Instructional insert warns: blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times. Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time additional information: the harmonic devices are not overheating and are functioning as intended. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Additionally, the following warnings are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. "Audible high-pitched tones, resonating from the blade or hand piece, are an abnormal condition and an indicator that the blade or hand piece is not operating properly. The tones may be an indicator that the hand piece is beyond its useful life or that the blade has not been attached." "During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." "To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade can result in possible damage to the instrument. If this happens, there may be a system failure signaled by a continuous beep or error code when either of the foot pedals or hand control buttons is depressed."

Event description:
It was reported that during an unknown procedure, the system displayed an error code 5 after one hour of use. The tip was very hot. Another device was used to complete the procedure. There were no adverse consequences for the patient.